Manufacturer narrative:
Updated d4 (serial & UDI) and h4.

Event description:
It was reported that 100 pcu keypads were replaced. No further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 100 pcu keypads were replaced. No further information is available.